Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a recurrent decrease in hemoglobin levels. The patient was transfused with 6 units of red blood cells. The bleeding was suspected to be due to oral anticoagulation with marcumar. Marcumar was stopped and changed to aspirin and clopidogrel. The bleeding reportedly resolved by (B)(6) 2018 and the patient was discharged. No additional information was provided.